Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the swivel pin was missing. The swivel pin was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
(B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
Airleak between airhose and handpiece. There was no harm to the patient or operator reported. There was no delay in procedure reported. No adverse events were reported as a result of this malfunction.